Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unknown. The returned guidewire was frayed and unraveled. There were breaks in the core wire which allowed the coil wire to unravel and stretch over the core wire. The guidewire appears to have been damaged with the snare. No manufacturing defects were noted on the complaint sample.

Event description:
Physician performing a jejunal feed with a 9fr j-tube through a 20fr peg. Wire from inside jejunal tube separated from device and became coiled inside the pt. A foreign body extraction was required to remove this wire. Pt was fine, but it took the physician approximately 60 minutes to remove this wire and j-tube.